Event description:
It was reported that during an unknown laparoscopic procedure, there was slippage of the clip causing a cystic duct leak. Surgery was prolonged 1 and 1/2 hour giving for patient for "1.0.c." And conversion because of the clip cutting through the cystic duct. Case was completed with other competitor clips. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the el5ml device was returned inside its sterile and closed package. The package was opened and the device was visually inspected and it was found to be in good physical condition. The device was cycled and it fed and formed fifteen clips; in order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation and they were found to be conforming. The instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clip did not cut the cystic duct. The leak was a result of the clip slipping on the structure . "1.0.c." Means that the procedure had been converted to an open procedure . The conversion was only due to the slippage of the clip, that lead to cystic duct leakage . The additional procedure time was due to the conversion to open procedure to treat cystic leakage. Nothing unexpected had happened prior to this adverse event. Yes , the clip was fully advanced into the jaws before firing. No torque or device twisting needed to apply in this procedure . No noises had been heard . The device was only fired inside the patient . According to surgeon preference, he mentioned that the clip excited in the jaws before firing. Patient pre-existing condition was stable and normal . Patient did not have any relevant history of surgical treatment . Patient expected to have a full recovery. Patient current status is normal . Yes , the surgeon is experienced to use this product .